Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary.

Event description:
The user no longer has any hearing sensations with the device since (B)(6) 2019. It is unknown if there was any accident or trauma, however, there was redness observed over the implant side. The user has been re-implanted on (B)(6) 2019. The device has not yet been received for investigation.

Event description:
The user no longer has any hearing sensations with the device since (B)(6) 2019. It is unknown if there was any accident or trauma, however, there was redness observed over the implant side. The user has been re-implanted on (B)(6) 2019. According to the explantation report the housing was damaged/ broken.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report appears to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user has no hearing sensations with the device since (B)(6) 2019. Re-implantation is considered.